Event description:
It was reported via the customer that there was a piece broken inside the attachment. It was further reported that during testing conducted at the manufacturer that the bur was broken inside the handpiece. It is unknown if there was patient involvement or adverse consequences as a result of this event. No further information was provided.

Manufacturer narrative:
The bur and attachment subject to this investigation was returned for evaluation. It was visually confirmed that the bur was broken along the shank. The returned bur was measured where possible and all critical specifications were met. Part number and lot number information has not been provided to permit further investigation. The root cause is multi-factorial.